Manufacturer narrative:
(B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being field on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device was extensively tested and the issue could not be reproduced. A technical safety inspection was performed and the device wsa returned into service. As the reported issue was not reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by (B)(4) technician.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 console. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the s3 console was displaying an e13 error. There was no patient injury reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s3 console was displaying an e13 error. There was no patient injury reported.